Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced cracked tubes. The following information was provided by the initial reporter. The customer stated: after centrifugation, the blood collection tube ruptured and the specimen flowed out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced cracked tubes. The following information was provided by the initial reporter. The customer stated: after centrifugation, the blood collection tube ruptured and the specimen flowed out.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for cracked tube was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and ten (10) retention samples were evaluated by functional testing and the issue of cracked tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.